Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten weeks post device replacement and addition of a left ventricular lead, the patient underwent a wound exploration for infection. Two weeks later the patient's cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to wound drainage and erosion. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.